Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair an evaluation was performed and it was determined that the device was making an unusual grinding noise, and there was an unknown debris inside the unit. T was further determined that the device failed pretest for general condition assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device had an undetermined malfunction. During service and repair, it was observed that the device was making an unusual grinding noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.